Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The long bipolar grasper instrument was found to have thermal damage on the yaw pulley. Black char marks were present at the grip base. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, while using the long bipolar grasper instrument, the arm suddenly moved and damaged the end of the tip in contact with the scissor. The procedure was completed with a back-up device and no reported injury.